Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was just implanted, and then when it was interrogated a red screen appeared to contact boston scientific technical services (ts). During the implant, everything was normal with the device and defibrillation threshold (dft) test shock impedance was 62 ohms. The code that generated the red screen was due to an issue with the charge-timeout. A memory download was performed and sent to ts for evaluation. Ts data analysis determined that the device did charge in an acceptable amount of time for both capacitor reformations when the device was taken out of shelf-mode and also for the high voltage shock that delivered during induction. The charge-timeout error occurred after the capacitor reformation and during the time the device was dumping down for the sub-threshold electrode integrity test. The results of the electrode integrity test were normal once the test did complete and from the information that engineering reviewed the system should function normally. However, it was discussed that there will always be a red screen with the charge time error upon interrogation, but that beeping tones would be triggered for any other potential errors. It was discussed that the physician would also elect to replace the device. The information was reviewed with the physician who was acceptable of the information and did not wish to do further intervention. Additional information was received that the patient was post implant after the device had the opportunity to perform a weekly integrity check. Information was uploaded and reviewed by boston scientific technical services (ts) and it appears the device is operating normally; the weekly integrity test values looked good with no out-of-range measurements noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.